Event description:
The rep states the right brake cannot be adjusted and is causing the wheel to break down. The end user has had the unit since 2001 and just needs the tire or the wheel replaced.

Manufacturer narrative:
Follow up to be sent if additional information is received